Event description:
It was reported that patient underwent partial knee arthroplasty utilizing signature knee guides on (B)(6) 2012. The surgeon was concerned about the thickness of his posterior resection on the femur and thought it was deeper than the planned cut. There was no injury to the patient or delay to the procedure reported as a result.

Manufacturer narrative:
Evaluation of planning and procedures determined that a possible under-segmentation in the posterior medial femoral condyle and the medial tibial plateau could have affected guide registration and the resulting resection values. Product is a one piece lot. The user facility was notified of the event on. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.